Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a diagnosis procedure. The procedure was completed by moving patient to another room. It was reported to philips that system failed to start. Review of the logfile shows degraded tube protection error, confirming the malfunction and the root cause was found to be an issue with the x-ray tube. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that all module power leds off except the review module. The tsm screen was black and unresponsive, network 1 leds on each pc were off, the upper m-cabinet fan led was off, and the ts ethernet switch in the m cabinet was powered down. The fse confirms a dcps (direct current power supply) failure because no power output was present. To resolve the issue, the fse replaced the dcps module. The defective part was sent for analysis, for dcps unit malfunction was observed and the failure was found to be power supply defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.